Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer attempted to recover the failed pocket and observed medication spill residue. Logged into admin mode and accessed hardware test application. Removed the side panel, disconnected the row board, and manually released the pockets; found white chalky residue from the spill. Cleaned thoroughly, reinstalled the row board, and reconnected cabling. All pockets became functional except one with a broken lid identified by nursing and ejected the broken cubie lid. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 pocket a1 was failed. Customer tried to reboot and recover, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.